Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. Due to a cut on the angle wire, the bending section could not be bent in the up direction. Due to wear of the angle wire, the bending angle in the left direction did not meet the standard value and the play of right/left knob was out of the standard value. Additional issues were found. Due to deformation of the el-connector, the right/left knob, and the up/down knob, water tightness was lost. The nozzle had a burr. The objective lens had a chip and was scratched, and the adhesive around the objective lens had wear. The light guide lens had a crack. The plastic distal end cover was dirty, deformed and had leakage. Due to deformation of the bending tube, the connection between the bending section and the connecting tube was not secured. The adhesive on bending section cover was detached, and the bending section cover was dirty. The connecting tube had discoloration and a scratch. The ig protector had a cut. The forceps channel port was shaved. The grip had a dent and was dirty. The s-cover had a dent and discoloration. The s-cylinder was shaved. The sc-cover unit had a scratch. Switch number one (1) was deformed. Switch number two (2) and four (4) were dirty. Switch number three (3) was worn. The switch box had a dent and was deformed. The control unit was deformed and dirty. The universal cord had a dent, scratch and was sticky. The light guide cover glass had a dent. An abnormal sound was made due to deformation of the right/left knob. Due to the deformation, the right/left knob did not move smoothly. Due to a chip on the objective lens, the image had a partially dark area. Due to the damage, switch number one (1) did not work. Due to the clogging of the nozzle, the water removal ability did not meet the standard value. The light guide-bundle had breakage. Third party repair had been performed on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the gastrointestinal videoscope had low angulation. No patient harm reported. During the evaluation of the device, it was noted there was foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material exiting from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the basis of the inspection results that reprocessing after the previous procedure was inappropriate; then, it was further presumed that solidified materials came from body fluid/ used chemical agents were clogged with the nozzle. The instructions for use (IFU) states the following: - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient. - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope during pre-cleaning. - thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. -methods of flushing of detergent solution and rinsing of air/water cannel - if precleaning could not be performed immediately after the patient procedure, presoak the endoscope in detergent solution before manually cleaning the endoscope. The IFU further cautions: -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. - caution: to prevent clogging of the air/water nozzle, always use the aw (air/water) channel cleaning adapter to clean the air/water channel after each use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 02-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.